Manufacturer narrative:
MDR 1219913-2020-00393 was filed on october 16, 2020 for observed nonreactive (negative) advia centaur xp sars-cov-2 total (cov2t) results for multiple samples from the same patient that were reactive (positive) by alternate methods. Additional information - october 26, 2020 advia centaur xp sars-cov-2 total (cov2t) lot 709002, 709003 and 709035 non-reactive results observed where an alternate method cov2 igg method resulted reactive. The non-reactive cov2t results obtained (B)(6) 2020 and (B)(6) 2020 correlate with the reactive pcr result obtained on (B)(6) 2020. Blood samples collected <14 days from initial positive pcr, may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. For the blood samples collected >14 days from the initial positive pcr additional information is needed however, no further information has been provided. There is not an expectation that the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The siemens cov2t assay targets the s1 rbd antigen. The alternate method targets the nucleocapsid protein antigen. Based on the information provided, no product problem identified. The customer is operational. No further investigation is needed. The investigation findings and investigation conclusions codes have been updated in section h6. Mdrs 1219913-2020-00390 supplemental 1, 1219913-2020-00391 supplemental 1 and 1219913-2020-00392 supplemental 1 were filed for results from the same patient on different test dates and reagent lots.

Manufacturer narrative:
The quality control results were in range. The sample was tested on multiple lots of reagents. Siemens continues to investigate. The instructions for use states in the limitations section, "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Mdrs 1219913-2020-00390, 1219913-2020-00391 and 1219913-2020-00392 were filed for results from the same patient on different test dates and reagent lots.

Event description:
The customer observed nonreactive (negative) advia centaur xp sars-cov-2 total (cov2t) results for multiple samples from the same patient that were reactive (positive) by alternate methods. The nonreactive results were not reported. There are no reports of patient intervention, or adverse health consequences due to the discordant cov2t results.